Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.